Manufacturer narrative:
Corrected data: d4 UDI. One device was received for evaluation. Visual inspection found a bubbled dso seal, worn uso seal, and a damaged battery door. There was no evidence in the event history log. Functional testing was able to confirm the damaged pca port problem. Functional testing was unable to duplicate the delivery problem. The lemo connector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s pca port was not accepting the dose cord and the device was over-infusing. The issue was found during preventive maintenance testing. There was no patient involvement and no patient harm.